Event description:
While the customer was using a g136, the insert was getting hot; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Device evaluated,meets specifications;contact customer; could not replicate getting hot concern recommend checking inserts being used for wear/damage and clogged water ports as that will cause them to get hot. Ran unit continuously for awhile with problems found. Replaced damaged/worn components and recalibrated unit to factory specs. No fault was found with returned unit. No further action required.